Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no issues with the soft cannula that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts , drive stalls or alarm.

Event description:
It was reported the patient's blood glucose (bg) level rose to 32 mmol/l (576 mg/dl) while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (back), causing the cannula to dislodge. The cannula was noted to appear bent. The patient was reportedly exercising prior to this incident. As treatment, an insulin injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.